Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins shuts off on its own. The patient stated that they will wake up a couple of times in the morning in really bad pain, and will see "stimulation is off" when they check their therapy status. The patient stated that once or twice during the day, they will notice the ins shutting off on its own. Reviewed capabilities of the therapy and controller. Patient services (pss) asked what the ins battery level is, when they notice the stimulator shutting off. The patient stated that the battery level is 40% or higher, and they never let the ins battery deplete.  Pss advised the patient to keep the ins battery charged, write in a diary of any future events (with the stimulator turning off), and to follow-up with the healthcare provider if necessary.